Event description:
Responded to a call with a pt having altered mental status. Found pt on the floor in bedroom. Pt was checked at residence and transported with additonal treatment enroute. Pt was put on ECG monitor. While pulling into the hosp pt went into v-fib, medic then attempted to shock pt once and ECG failed, medic tried again and was unsuccessful. Pt was brought into ER and shocked several times with ECG at hosp. Pt condition never changed and pt was pronouced dead by e.r. Physician.

Event description:
Medtronic evaluated the device. The root cause of the reported malfunction was determined to be a broken low voltage pin in the therapy cable connector. After replacing the device therapy connector, proper operation was observed and the device was returned to the customer. Section f10 code 1802: not labeled, code 1085: not labeled.